Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp occluder feet of a peritoneal dialysis (pd) transfer set were broken. The broken occluder feet were discovered during the patient¿s visit to the hospital to have the transfer set replaced with a new product. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The occluder feet were found to be intact and not broken. Functional testing including leak testing, clear passage testing, and clamp function testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.